Event description:
"Aortic dissection case. Tear in the descending aorta 4 and 8cm proximal to the celiac. Hematoma going up to lsa. Plan to land first relay pro at lsa. First device used 30/26x200 device. Started in step one, rotated black handle away to advance inner sheath out. We used the black rotation handle the whole time to push out the inner sheath (no rapid mechanical bypass button used). We confirmed we are out of the main sheath. We moved to position 2, physician started rotating towards him the black handle. We looked for the d marker to start moving to overlap marker. A few turns were made and nothing was moving. We stopped and then continued and then the d marker jumped and moved to be at the level of the overlap marker. Then we said to do the fast deployment. Physician pressed disengagement button and slided and it was very hard and then we moticed the inner sheath was inside the main sheath about 50mm. We stopped and said we need to go back to step 1 to unsheath even though we were all confused bc we knew we say the inner sheath out of the main sheath. The device moved back when physician was trying to deploy in step 2 and he moved the whole delivery system even more and the stent moved distally even more before we told him to stop and go back to step 1 to unsheathe the inner sheath from main sheath. We were able to do the unsheath part and deploy relay and remove the delivery system. However proximal seal was lost since the device pulled back 40-50mm from left subclavian and proximal landing zone. Something was wrong, maybe in step 2. Not sure how the main sheath came up inside the inner sheath. We put in a proximal extension piece next. Here everything went to plan. Confirmed we were out of the main sheath however I wasn't 100% sure it was hard to see and the doctor said he was out. We should have checked better. I think we were still able to see the white arrow but sometimes the inner sheath is completely out before the white arrow is covered. Then we went to step 2 and the d marker moved to the overlap marker normal. We did fast deployment but noticed the main sheath was still covering the last step. We went back to step 1 to uncover the last step. This 2nd device I think could have been normal we just didn't confirm 100% we were out of the main sheath. However, we are returning it just in case to do analysis." Patient outcome: "no patient related issues."

Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR-2247858-2025-00325, and device 2 is being reported under. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.